Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspections were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. There were no patient consequences.